Event description:
It was reported that the patient is not achieving full erection with his ams 700 inflatable penile prosthesis. The patient is unable to hear a click sound when inflating the device. Also, the device is partially deflating, and inflating without him doing anything.